Event description:
Patient rep reported poor coupling even after repositioning recharger antenna. Pt rep said it was taking longer to get implant charged up with poor coupling. Pt was holding the recharger antenna over their implant, ps emailed repair to send replacement recharger antenna and recharging holster. Pt rep mentioned the patient programmer was replaced recently. No symptoms reported. Additional information received from the consumer reported the circumstances that led to the coupling and charging issue was the battery not charging properly. The recharger was replaced but it still took multiple attempts to charge the battery before getting 6-8 bars to charge sufficiently.

Manufacturer narrative:
Section d10 references: product ID 37791 product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.